Event description:
Boston scientific received information that the patient with a subcutaneous implantable cardioverter defibrillator (ICD) system received three inappropriate shocks due to oversensing. The oversensing was due to a dislodgement of the electrode. A revision was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.